Event description:
When performing an anastomosis of colon, the stapler was fired. The surgical assistant noticed that it did not feel right. The surgeon took out the distal end of the stapler from the rectum. Surgeon inspected anastomosis. Found leak along the staple lines. Surgeon oversewed anastomosis. She then performed ileostomy to allow anatomosis to rest.